Event description:
It is reported that patient has a broken pin. Revision surgery is not yet scheduled. Exact implant date is not known.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is completed.